Event description:
It was reported the user was unable to insert the spring wire guide into the introducer needle because of resistance during use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled guide wire through needle resistance was able to be confirmed by the photo. The image shows a guidewire partially advanced through an introducer needle and evidence of unraveling can be observed on the guidewire. However, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the user was unable to insert the spring wire guide into the introducer needle because of resistance during use. The patient's condition is reported as fine.